Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual and tactile examination identified a complete break in the hypotube 554mm distal to the strain relief. Multiple kinks were also noted along the hypotube of the device. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual and microscopic examination identified no issues with the balloon that may have contributed to the compliant incident. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-aug-2017. It was reported that crossing difficulties occurred. The target lesion was located in the moderately tortuous and mildly calcified coronary artery. A 10mm x 2.50mm flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the device could not cross the target lesion. No patient complications reported and patient's status was stable. However, device analysis revealed that a complete break in the hypotube 554mm distal to the strain relief was noted.